Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that a smiths medical portex blue line ultra tube with soft-seal cuff leaked air while in use. The issue was found when an alarm sounded from the patient's artificial respirator of an unknown brand. There were no adverse patient effects.

Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Functional testing included inflating the cuff with a syringe and subsequently submerging it under water to detect for any leakage. No discrepancies were found; sample was inflated for 24 hours. The reported customer complaint was unable to be confirmed.